Manufacturer narrative:
The incident resulted from an accidental injury. The fse¿s right index finger was punctured by a plastic cup. The fse went to the clinic to get a tetanus shot. The fse was advised there was no concern about bloodborne pathogens because the cup was plastic. The fse confirmed there was no analyzer malfunction that contributed to this accident.

Event description:
The beckman field service engineer (fse) reported while moving the dxc 600i chemistry analyzer, accidentally was stepping on a sample cup located beneath the instrument. The cup became lodged into their boot. When the fse used the right hand to remove the cup, a broken piece of it punctured their right index finger, causing a cut and bleeding. The fse was subsequently referred to (B)(6). The fse went to the clinic and received a tetanus shot. The fse was wearing gloves at the time of the injury. There was no report of death associated with this event.